Manufacturer narrative:
Preliminary analysis did not confirm the reported issue; the head was correctly initialized on programmer.

Event description:
Reportedly, when the programmer booted, it was displayed on the programmer screen that the inductive programming head initialization failed.

Event description:
Reportedly, when the programmer booted, it was displayed on the programmer screen that the inductive programming head initialization failed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, when the programmer booted, it was displayed on the programmer screen that the inductive programming head initialization failed.